Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 510 mg/dl. The customer stated he has been treating with the insulin pump and manual injection. The customer stated that he did not feel well. The product was not returned for analysis.